Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, an occlusion alarm occurred and that cartridges did not fit onto the pump. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.